Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at around 9:30am on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose (bg) results of ¿450 and 285 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. He reported that also at 9:30am on (B)(6) 2016, he took ¿exercise¿ and at 10:07am, his bg was ¿137 mg/dl.¿ he reported that an unspecified time later he developed symptoms of ¿sweating profusely, not steady on feet, lightheaded and shaky¿ and indicated that at 10:25am on (B)(6) 2016 he self-treated his symptoms by drinking ¿(B)(4).¿ he reported that at 11:39am his bg was ¿66 mg/dl.¿ he denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, the test strips were within expiry date and had been stored correctly and the test strip vial was not cracked or broken. The cca also note that the patient had used the same approved sample site to obtain the blood samples. The cca walked the patient through a control solution test and the result fell outside the expected range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed, however a secondary issue was noted; an unknown electrical problem was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter powered off during use; however, no product malfunction was identified. Product analysis performed a retain test and the retained test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.